Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The enteral feeding pump was returned to stock with no reported allegation. Upon triage on (B)(4) 2018 service tech stated that the unit's display was not legible due to damaged pixels on the lcd making it hard to read the top of screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿no specific issue.¿ the unit was triaged, service tech found display was not legible. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.